Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 9/19/2019. Therefore, populated concomitant medical products. Device available for evaluation?, device available for evaluation. Is device returned to manufacturer? And date rec¿d by MFR. Date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the last radiofrequency application, a cardiac perforation occurred and subsequent pericardial effusion. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 300cc of fluid from the pericardial space, 250 cc of which were given back to the patient. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered. The physician did not provide a causality opinion. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The thermocool® smart touch¿ electrophysiology catheter was used with recommended/normal flow rates. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm, 4 seconds, fot 20% at 4g. The color option used prospectively was tag index.

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white (avrt/wpw) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the last radiofrequency application, a cardiac perforation occurred and subsequent pericardial effusion. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 300cc of fluid from the pericardial space, 250 cc of which were given back to the patient. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).